Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. Upon review of the remote home monitoring data intermittent loss of capture (loc) on the right ventricular (rv) channel was observed. The patient was seen in the office a few weeks later and no integrity issues were found with another manufacturer's rv lead. However a spike in impedance measurements for the rv lead were observed to greater than 2000 ohms causing the lead safety switch (lss) to trigger. Further review also found that the impedance measurements have been intermittently high also. Boston scientific technical services (ts) discussed that the loc and high impedance measurements could be related to slight movement of the lead in the header of the pacemaker. The field representative noted the underlying cause has not been established. At this time the lead was programmed to unipolar and they will continue to monitor the patient. The rv lead and pacemaker remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the pacemaker was explanted and returned for analysis.